Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq0757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: lines seem to be leaking. Bed was found saturated after infusion, leaking at site. Additional information: location: right mid-thigh. Length: 50 cm. Yes this was used on a patient, no harm was done. Treated for fever, n/v, covid positive. Stat lock securement device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is unconfirmed as the failure could not be reproduced. One 5fr t/l powerpicc catheter was returned for evaluation. An initial visual observation showed use residues and an intentional cut at the 50 cm marking of the powerpicc catheter. The three clamps were observed to be disengaged. Functional testing revealed all three lumens were patent to infusion with no observed leaks. No leaks were observed during pressurization of the sample. A microscopic observation revealed the catheter had been cut with a sharp instrument at the 50 cm depth marker. No observed splits or holes were identified on any location of the catheter, therefore, the complaint of a leak was unconfirmed.

Event description:
It was reported: lines seem to be leaking. Bed was found saturated after infusion, leaking at site. Additional information: location: right mid-thigh femoral. Length: 50cm. Yes this was used on a patient, no harm was done. Treated for fever, n/v, covid positive. Stat lock securement device.